Event description:
During the surgical set up, the scrub tech observed the raytec sponge threads frying apart. The sponges were removed from the sterile set up before surgery. No harm to the patient. Two packages from different lot numbers were involved in this event.======================manufacturer response for raytec sponge, accu-sorb xraydetectable usp type vii gauze (per site reporter).======================not known by the reporter.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.